Manufacturer narrative:
(B)(4). Retainer = black. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Critical pump error (open book image) alarm due to moisture damage on pcba 1. Moisture damage was also found on the motor and force sensor during visual inspection. Force sensor zero offset within specification ((B)(4)). A test p-cap does lock into place inside the reservoir compartment properly. The pump was also received with scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.